Event description:
The patient has experienced decreased performance and loss of channels over the last several years. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was performed 03/2002. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.